Event description:
It was reported that the ilet issued a recurrent alert 32 indicating a delivery motor communication error that persisted after multiple restarts despite a fully charged battery, and a replacement ilet was provided with instructions on shutdown, data sync, and return. Symptoms included no impact to blood glucose, which was 148 mg/dl. Outcomes included continued use of cgm and instruction to complete the replacement setup on the new device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.